Event description:
It was reported that the mechanism to slide cartridges in place was worn out, making it difficult to do so effectively. There was no reported impact to the customer. The customer declined further follow-up, and no additional information was received regarding the outcome of the event.